Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the monopolar curved scissors instrument to perform failure analysis. However, as of the date of this report, the investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the conductor wire on the monopolar curved scissors (mcs) instrument was observed to be damaged. The procedure was continued as planned utilizing a back-up da vinci instrument of the same kind with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.